Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Later, the patient contacted technical services to report hearing beeping tones from the device. Technical services discussed the device required replacement within 90 days and the patient should work with the clinic directly to discuss next steps. Additional information was received. New data was provided for analysis and engineering determined that the code 1003 from december was produced by a unexpected drop in battery voltage which then subsequently recovered. The device appears to be depleting in a manner which should exceed the end of march; however, if another unexpected drop in battery voltage occurs this replacement window could be invalid. Due to the unpredictable nature of the unexpected drop in battery voltage, device replacement was now recommended for within 14 days. No adverse patient effects were reported. The device remains implanted and in service.